Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy plus pumps - 6500 alarmed error 1210. No patient adverse events reported.

Manufacturer narrative:
Device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in damaged condition with damaged housing, and bleeding lcd. Investigation unable to download pump event history log. According to the investigation, the device was powered up and alarmed ec1260 which is a corruption of the memory of the circuit board. Investigator replace the pump circuit board. The problem source of the reported problem is unknown.

Manufacturer narrative:
Other, other text: information was received on 23-oct-2020 indicating that there was no patient involvement in this event.